Event description:
(B)(4). Same case as 2134265-2013-04306. It was reported that following a coronary artery stenting treatment procedure the patient experienced chest pain. In (B)(6) 2013 the subject presented with mi with unstable angina (braunwald classification ib). Cardiac catheterization was recommended. Target lesion #1 was located in the mid rca with 95% stenosis and was 15 mm long with a reference vessel diameter of 3.00 mm. The target lesion #1 was treated with pre-dilatation and placement of 3.00 x 20 mm study stent with 0% residual stenosis. The target lesion #2 was located in the mid lad with 75% stenosis and was 23 mm long with a reference vessel diameter of 2.50 mm. The target lesion #2 was treated with pre-dilatation and placement of 2.50 x 28 mm study stent with 0% residual stenosis. In addition a non-target lesion located in proximal lad, was treated with placement of a 3.00 x 12 mm drug eluting stent. The subject was discharged the next day on aspirin and clopidogrel. Twenty days after, cardiac chest pain occurred. The subject was treated with medication. A future coronary artery bypass procedure was planned.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further discovered that MDR ID: 2134265-2013-04995 and MDR ID: 2134265-2013-04307 were reported as duplicate reports to MDR ID: 2134265-2013-04115.